Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report discordant reactive anti-hav igm (ahavm) results were obtained from a single patient sample when tested using vitros ahavm lot 6040, on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to a non-vitros abbott method and a non-vitros roche method result using the same patient sample. Vitros ahavm results of 1.34, 1.54 and 1.54 s/c (reactive) versus expected results of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The discordant reactive vitros ahavm result of 1.34 s/c was reported from the laboratory. The physician questioned the result and no treatment was initiated, altered or stopped based on the result. There has been no allegation of patient harm as a result of this event. This report is number one of two 3500a forms being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation has determined that discordant reactive anti-hav igm (ahavm) results were obtained from a single patient sample when tested using vitros ahavm lot 6040, on a vitros 3600 immunodiagnostic system. The results were considered discordant when compared to a non-vitros abbott method and a non-vitros roche method result using the same patient sample. The assignable cause of the event cannot be determined. Quality control (qc) fluid performance indicates that a vitros ahavm lot 6040 performance issue is unlikely to be a contributor to the event. No precision testing was performed on the vitros 3600 immunodiagnostic system at the time of the event; therefore, an instrument-related issue cannot be entirely ruled out as a contributor. Historical vitros qc fluid results were within expectations, and no evidence of instrument malfunction was reported. Thus, an instrument issue in combination with the vitros ahavm assay is an unlikely contributor to the event. Pre-analytical sample processing cannot be ruled out as a contributing factor, as it was not established whether the customer followed the sample collection device manufacturer's recommendations for sample centrifugation. Cellular debris due to poor sample preparation was likely present in the affected sample, although this could not be confirmed. Additionally, it is possible that an interferent affecting the vitros ahavm method, but not the non-vitros abbott or roche ahavm methods, contributed to the discordant reactive results for the patient. However, at the time of writing this report, no testing had been conducted to rule out the presence of an interferent in the patient sample. Therefore, an interferent affecting the vitros ahavm method cannot be ruled out as a contributor to the event. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros ahavm reagent lot 6040.